Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment (slda) has occurred for the first clip and the clip was no longer attached to the anterior leaflet. Mr was grade 4 after slda. Additional one mitraclip was implanted to stabilize the slda. The final mr was grade 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported recurrent mitral regurgitation was a cascading effect of the slda. Mitral regurgitation (mr) is a listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.